Manufacturer narrative:
Product complaint #(B)(4). Evaluation: an empty opened box and a used mesh were returned for analysis. During visual inspection of the used sample, the straps were partially detached to the ring due to the mesh having begun with degradation process. Also, body fluids on the sample were noted. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and a mesh implant was used. During surgery, the mesh broke, but the surgery was completed successfully with a replacement device. There were no fragments generated. The lot number of the device is unknown. There were no adverse patient consequences reported.